Event description:
Caller reported a false negative urine hcg result when testing with clearview hcg urine cassette vs. Positive serum quantitative result. A (B)(6) female pt was tested as part of a routine physical because she had done two home pregnancy tests which gave positive results and needed to confirm. A serum quantitative test was performed using biorad variant 2 instrument with a result of 254000miu/ml. No further pt info provided. Two lot numbers were provided by caller but she was not positive which lot was used for this pt's testing. She thinks it was lot hcg1050182 but though it could have been lot hcg1100172.

Manufacturer narrative:
Retain testing: lot number(s): hcg1100172. Exp date(s): 09/2013. Control: 25miu/ml hcg urine control lot: hcg111009-02, 100miu/ml hcg urine control lot: hcg110307-01, 244.7iu/ml hcg111130-01, 500iu/ml hcg buffer control lot: hcg120228-01. Summary of results: the retention devices meet qc specification. Details as below: correct positive results were observed when tested with 25miu/ml hcg urine control at 3 minute read time. (N=5). The 100miu/ml hcg urine control yielded clearly positive results at 3 minute read time. )n=5). The 244.7iu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=5). The 500iu/ml hcg buffer control yielded clearly positive results at 3 minute read time. (N=3). Conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specifications. Verified the product number, product description, lot number and batch record; no abnormal results were found. Testing on returned product and second lot can be found on pages three and four.